Manufacturer narrative:
Date rec'd by MFR: 21feb2019. The (B)(6) engineer confirmed the reported issue. The manufacturer¿s international service technician replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07feb2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a battery failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.